Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 46-year-old hispanic/latino caucasian female patient underwent a primary breast augmentation surgery with a 300cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture of the right breast prosthesis, which was identified via mammogram. The patient had a revision surgery, and the rupture was confirmed. There were no patient consequences reported because of the rupture discovered during the revision surgery. As a result, the patient underwent removal and replacement with a 400cc mentor memorygel breast implant on (B)(6) 2022.

Manufacturer narrative:
On december 29, mentor received additional information as well as a photo of the explanted device. Mentor became aware that the patient's rupture was identified via magnetic resonance imaging. On january 06, 2023, mentor completed a visual evaluation of the image provided. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Manufacturer's reference number: (B)(4).